Manufacturer narrative:
A ge rep evaluated the system, replaced the image processor and reseated the video controller board. System operates as intended.

Event description:
It was reported that the system was experiencing intermittent image quality problems. No pt injury was reported.